Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. The reporter states, the patient is new to the pump and is having difficulty adjusting. The patient has been experiencing labile blood glucose. On the same day, her blood glucose was 444 mg/dl, and she was brought to the hospital. Upon admit, her blood glucose was >500mg/dl and treated with IV insulin and fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.